Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 242 mg/dl at the time of incident. Customer stated that the insulin pump had a high pitched sound and the buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing and did not have a new battery to test. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no frozen screen, audio/beep/vibrate anomaly or button error alarm noted. Unit time/clock moved. Unit power off after removed battery and no anomaly noted. However, unit had unresponsive act button due to flattened (creased) buttons dome switch. No unlocked lcd keypad connector noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corners.